Event description:
The customer alleged that he performed a control test using his contour system and received a result higher than 300 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. No product will be returned at this time.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.